Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The system was explanted. No further information is available.

Event description:
New info received: patient was in stable condition before and after procedure.